Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted, and it captured power cable disconnect/ no external power alarms on (B)(6) 2023 while tethered on mobile power unit (mpu). This appears to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Event description:
An additional review of the log files by product performance engineering revealed that the no external power alarm on (B)(6) 2023 occurred due to both power cables being simultaneously disconnected from external sources. The no external power alarm does not appear to be caused by the mpu power being interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via review of the submitted log file, containing information spanning approximately 1.5 days (31may2023 to 01jun2023 per timestamp). A no external power alarm was observed from 21:16:08 to 21:16:40 on 31may2023. This alarm activated due to the black and white power cables being simultaneously disconnected from external sources. The emergency backup battery activated and supplied voltage to the pump during the loss of external power. The no external power alarm resolved at 21:16:40, when the white power cable was securely reconnected to the mobile power unit. The alarm did not impact the ability of the controller to provide support to the pump, and the pump maintained a speed above the low-speed limit throughout the data. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. The root cause of the reported event was determined to be simultaneous disconnection of both power cables from external power. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including no external power and backup battery fault alarms, and the actions to take if the alarms cannot be resolved. To resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.